Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed no external damage. Customer stated problem was verified during startup and inspection. The force was not stable when no pressure was applied to sensor. The two screws were loose in the carriage that connect to plunger tube causing the plunger shaft to be loose. The root cause of the reported issues was not determined. Actions taken to mitigate the reported issue: replaced force sensor and tightened down plunger tube screws in the carriage. Passed functional and delivery tests.

Event description:
It was reported that system failure force sensor bridge test and loose plunger shaft events occurred. No patient injury reported.